Event description:
It was reported that a device detachment occurred, resulting in an unretrieved device fragment. A rotawire drive was selected for use. During the procedure, it was noted that the rotawire separated, and a fragment remained inside the patient's body. There were no patient complications or additional intervention reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 03/01/2026 as the exact event date was not reported. E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. And detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: regarding the reported issues guidewire, detachment of device or device component and unretrieved device fragments (udf), have been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event, furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process.